Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk guides/sleeves/aiming: sleeve /part and lot numbers are unknown; UDI number is unknown. Without the specific part number the device history records review could not be completed; and the UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for fracture of shaft of right humerus. The surgeon inserted screws according to the surgical technique. When the surgeon was checking the condition of implants after inserting all proximal screws, it was found that the multiloc screw which was intended to insert to ¿b hole¿ was inserted out of the hole. To remove and re-insert the multi-loc screw, a screwdriver was tried to be connected to the multi-loc screw, but it took time (about 3 minutes). Therefore, at the discretion of the surgeon, the operation was continued without replacing the multi-loc screw, and completed successfully within 30 minutes delay. In the check performed before internal insertion, there was no problem in connecting the multi-loc screw and a nail. The nail was inserted with hammering, but a connecting screw was tightened, which is not considered to be a device connection problem. Since the drilling and depth gauge were confirmed to have passed through the screw hole, it is considered that the sleeve was slightly raised during screw insertion and the multi-loc screw may have come off the hole. No further information is available. Concomitant device reported: unknown proximal screws (part# unknown; lot# unknown; quantity: unknown). Unknown nail ((part# unknown; lot# unknown; quantity: 1). Unknown drill ((part# unknown; lot# unknown; quantity: 1). Unknown depth gauge ((part# unknown; lot# unknown; quantity: 1). Unknown hammer ((part# unknown; lot# unknown; quantity: 1). Unknown connecting screw (part# unknown; lot# unknown; quantity: 1). This complaint involves unknown number of devices. This report is for (1) unk - guides/sleeves/aiming: sleeve. This report is 2 of 3 for (B)(4).